Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the primary surgery was performed with the implants in question via tha on the right hip joint. On (B)(6), 2023, the patient visited the hospital, and the infection was confirmed in a pseudotumor caused by armd. On an unknown date, the revision tha surgery was performed to remove said implants for periprosthetic joint infection. The affected area was washed, and the implants were replaced with 50/32 poly neutral liner, 16×11×130 36neck stem and 32mm-3 delta ceramic head. The surgery was completed successfully without any surgical delay. No further information is available. Doi: (B)(6) 2010. Doe: unknown. Affected side: right.